Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Alleged failure: resulting in metal abrasion and heat generation. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a force applied by the user with poor or no suction during use. Excessive force may cause friction due to bur shaft assembly and housing assembly interaction. Tissue blocking the suction pathway would prevent fluid to flow (suction and cooling). The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient was burned.